Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost therapy due to their ipg becoming inoperable. A company representative attempted to troubleshoot the issue with a programmer but was unsuccessful. As the result, the patient will undergo surgical intervention to address the issue.

Event description:
Additional information gathered via follow up revealed the patient had also received a low battery message. It was also reported the patient's ipg was explanted and replaced.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12september2017.

Event description:
Follow-up revealed surgical intervention resolved the patient's issue.